Manufacturer narrative:
Additional information: h6: method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).

Manufacturer narrative:
H6-clinical code 4581: significant reduction of ica, cloudy vision. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant reduction of ica, refractive surprise, glare/haloes and cloudy vision. In a separate visit the lens was explanted. Cause reported as device.